Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. No damage in the keypad assembly noted. However, it was noted the lcd keypad connector was unlocked during visual inspection. The device had cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the down key on the pump is the only one that works periodically. Customer went to do a bolus and the button would not respond correctly. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.